Event description:
A pt reported experiencing inaccurate low results with a lifescan meter. The pt's blood glucose results were 134 mg/dl vs. 179 lab. Tests were done within 21-30 minutes with a difference of 25%. Pt did not experience any adverse events.